Event description:
It was reported that the patient developed an infection around the pod adhesive while wearing the device on the leg. The patient noted the site was red, itchy and heavily bleeding. The patient's blood glucose levels rose to 15 mmol/l (270 mg/dl) and a new pod was applied. The patient sent photos of the site to the doctor and was prescribed antibiotics clarithromycin for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's adhesive infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.